Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 390 mg/dl at the time of incident and the other blood glucose level was 500 mg/dl, 402 mg/dl and 375 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated that auto mode feature was on. Customer was treated with bolus. Customer was not alleging insulin pump was under delivering. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that insulin pump had hardware low level failure error. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated insulin pump passed self test and the displacement test alerted no reservoir. The insulin pump will not be returned for analysis.